Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the reported malfunction is classified as d02 ¿ component failure, which refers to an expected or random component failure not associated with design or manufacturing deficiencies. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the evaluation, the subject device was found to have no image output. The issue was identified during testing, and there was no patient involvement.